Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two nst episodes with v-v intervals less than 220 ms on (B)(6) 2015, 1 nst episode (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to fatigue. A device check revealed that the right ventricular (rv) lead exhibited pacing failure. The polarity was changed and output rate was increased, but there was no capture. A temporary lead was implanted at the time. The next day, the rv lead was explanted and replaced. A conductor fracture was found around the subclavian and the physician thought that the puncture site of the lead was more inside than usual. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.